Event description:
It was reported that the left limb of the patient was swelling and the tail end of the catheter reached the jugular vein. Then tried to remove the catheter and the catheter was broken at 34.5cm and the rest were left inside the body. Then through capture by intervention dept of the head office, the residual catheters were removed.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyh1567 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for evaluation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter break was located between the 34cm and 35cm depth marking, and the observed damage which is characteristic of this failure type included: circumferentially oriented complete catheter break, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.